Manufacturer narrative:
The device will not be returned for evaluation; however, our product manager had a phone conversation with the physician acquiring the following information on 2/23/2010: patient received through emergency room, 3 weeks post delivery on what the physician said was a "complicated preterm vaginal delivery". There were products of conception noted in the cavity. Due to the product of conception a good view of uterine cavity could not be observed but the physicians felt that 'there had to have been at least 250cc's in the cavity" though it could not be confirmed via ultrasound. There was no estimated volume of fluid place in the bakri was given. The facility performed a "curettage by feel" prior to placing the bakri; the physician couldn't recall whether the cervix was manually dilated. There are no prior records from the facility where the women "delivered". Additional attempts have been made to contact the physician without success. Without having additional information or prior history on the patient and without additional information from the attending physician it is speculative at this point to draw a conclusion.

Event description:
Quote from physician: I recently used a bakri balloon for a delayed postpartum hemorrhage, and the balloon caused a huge uterine rupture. I know it has been used in those cases and in gyn cases remote from pregnancy. I searched your website and (B) (4) and could not find any data on similar cases of rupture. Unknown.